Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2008; inratio: 1.3; lab: 3.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date:2008; inratio: 1.3; lab: 3.4; mean: 2.4; confidence limits: 1.6-3.4. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio value is not within the confidence limits but the lab value is. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Add'l model #: professional user, english.